Manufacturer narrative:
B5: update "unspecified elastomeric device" to "large volume folfusor". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested a underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused. It was stated that greater than 10% residual was found. The device was filled with piperacillin and tazobactam. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.